Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was tested with a water fill reservoir. No air bubbles anomaly noted. Programmed the low reservoir alarm for 20 units, several boluses were programmed and delivered. Units left at pump display matched properly the units left at test reservoir. The low reservoir alarm feature working properly. The insulin pump was programmed with test minilink and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. No unexpected meter blood glucose alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the buttons were difficult to press and had intermittent response. Customer mentioned to be hospitalized for high blood glucose. Customer's blood glucose was 425 mg/dl. Customer was wearing the device at time of hospitalization. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.